Manufacturer narrative:
Product code: unk (esubmitter software does not allow for a blank or 'unk' entry). Product manufactured but not sold in the u.s. (B)(4).

Event description:
Journal of refractive surgery article was received on 30-nov-2018, originally published in 2010, which cited a study titled, 'correction of residual refractive error in pseudophakic eyes with the use of a secondary piggyback toric implantable collamer lens.' The article states that pupillary block and elevated iop occurred in one eye on postoperative day 1. Laser iridectomy using argon and nd:yag was performed. Iop decreased within 2 hours. It's suspected that the pupillary block occurred due to insufficient peripheral iridectomy. In addition, 6 out of 8 eyes showed high vault. However, angles remained open and no elevated iop was observed. Attempts to obtain additional information have not been successful.